Event description:
The customer tested his blood glucose using his breeze2 and contour meters. Breeze2 read 131 mg/dl, while contour read 70 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement test strips and a new breeze2 meter were sent to the customer.